Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported issue. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The end-user reported that someone went into the facility to fix the gas system unit. However, when they calibrated, it passed and when they push the icon on the screen it was grayed out. It also showed four liters of flow on the central control monitor (ccm), but there was zero flow in the manual meter that was mounted on the heart lung machine (hlm) floating ball valve. When they used the manual controls, the gas flow changed.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a flow reading issue. They rebooted the unit and used it without any error. There was no delay, no blood loss, nor adverse consequences to the patient.